Event description:
Device gave error message of "improper staple formation". The stapler partially fired and didn't complete the firing sequence. The surgeon was able to repair the situation with another circular stapler and suture.